Event description:
It was reported by the customer that their insulin pump keypad was unresponsive to user inputs. Customer stated they are unable to clear reminders on the display screen. Advised customer to discontinue use of device and revert to back up plan. Customer stated they do not recall any significant events that led to the alarm or if the device was dropped, but did go through an x-ray machine while attached to the device. Customer's blood glucose level was 247 mg/dl at time of reporting. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
Insulin pump received with no esc button response due to unlocked keypad connector. Insulin pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratches on lcd window and scratched reservoir tube window.